Event description:
The patient reported going through "increases regularly last winter." The patient started decreasing her medication because she was experiencing seizures. The patient indicated that she was not fully weaned off her medications prior to her hospital admission (due to violent drug reactions) in 2007. The patient started using seboxin in the same month to help with narcotic withdrawal symptoms. The patient reported she has gone through the majority of withdrawals. The patient stated when she takes the seboxin, it feels as if "two huge hands are ripping her intestines out, she has dry heaves for hours, and vomiting, similar to withdrawal". She reports being in the hospital every other week since the device was implanted in 2006. The drug used in the pump is morphine. The manufacturer's representative indicated that the patient had one successful MRI prior to the hospital admission. After the MRI, the pump was interrogated and found to be functioning properly. The patient was scheduled for another MRI, but the hcp decided not to perform the test. The manufacturer's representative talked with the patient and indicated that the patient is to have explant surgery sometime in 2007. The patient is known to have taken minimal responsibility for her healthcare in the past. Despite many follow-up attempts, we are unable to determine the patient's current hcp. Therefore, we are unable to secure additional information at this time.